Event description:
The representative further reported the serial of the pump and model/serial of the catheter were not known. The implant date of the catheter and the specific withdrawal symptoms were also unknown. The issue was not resolved at the moment. As previously reported, there had been observed discrepancies between the calculated and the actual volume of drug in the reservoir. It was now reported that the catheter needed to be checked and the comparison of the calculated and the aspirated reservoir volume will be monitored further. The pump and the catheter remain implanted. For now, no revision is scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient in (B)(6) who received unknown drugs via an implantable pump. There was report that multiple drugs were used within the pump. The composition at the time of the report was not known. The pump implant date was noted as (B)(6) 2017 with the year being accurate. It was reported that on an unknown date during normal use with the last 2-3 refill sessions, a discrepancy between the calculated and the aspirated volume of the infused drug had been noticed. The difference varied from 5-12 ml (calculated: 5 ml, aspirated: 15 ml; calculated: 30 ml, aspirated: 35 ml; calculated: 17 ml, aspirated: 29 ml). The patient showed withdrawal symptoms. There were no reported environmental, external or patient factors that may have led or contributed to the issue. Diagnostic testing/troubleshooting revealed the catheter had been aspirated without notable resistance and there was no suspicious entries were in the log data. There were no interventions or actions to resolve the issue so far as the pump and catheter remain implanted. It was unknown if surgical intervention was planned. At the time of the report, the patient status was alive-with injury and the issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.